Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needlestick injury - post use. The following information was provided by the initial reporter and translated to english. The customer stated: "after using the fbn to puncture and while withdrawing the needle, the tip stuck the patient. The customer stated there was a small hook on the needle tip of the needle. The nurse did not see a problem with tip before use. The nurse touched the tip while wearing gloves. There was no reported medical intervention to the patient or nurse."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hooked needle point with the incident lot was observed. The root cause for the hooked needle point is associated with the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needlestick injury - post use. The following information was provided by the initial reporter and translated to english. The customer stated: "after using the fbn to puncture and while withdrawing the needle, the tip stuck the patient. The customer stated there was a small hook on the needle tip of the needle. The nurse did not see a problem with tip before use. The nurse touched the tip while wearing gloves. There was no reported medical intervention to the patient or nurse."